Event description:
It was reported that when the customer was loading a cartridge, leaking was observed at the cartridge pig tail tubing. A new cartridge was loaded successfully to resolve the issue. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when the customer was loading a cartridge, leaking was observed at the cartridge pig tail tubing. A new cartridge was loaded successfully to resolve the issue. There was no reported impact to the customer's blood glucose level.